Manufacturer narrative:
Failure event observed during analysis. Final analysis found: external insulation abrasion was noted at 19.1cm to 19.4cm from the connector pin consistent with lead friction to device can. The etfe coating was intact at this/these location(s). Internal insulation abrasion was noted breaching the rv cable lumen at 33.0cm to 34.0cm from the connector pin. Etfe cable coating was not abraded in this location. Internal insulation abrasion was noted breaching the svc cable lumen at 37.6cm to 38.0cm form the connector pin. Etfe cable coating was not abraded in this location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. Related manufacturer reference number: 2017865-2020-16066, related manufacturer reference number: 2017865-2020-16067, related manufacturer reference number: 2017865-2020-16069.